Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4)

Event description:
It was reported that during the procedure, the left ventricular lead dislodged while the sheath was being slit. It was indicated that the lead could not be fixated well. A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.